Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the onyx injection, it was reported that the physician felt pressure and the marathon catheter ruptured at approximately 10cm from the distal tip and onyx exited from the rupture site. A dac catheter was in place and helped remove the marathon catheter and capture excess onyx outside of the marathon. The patient is in good condition and discharged from the hospital. Same event as MDR# 2029214-2013-00998.

Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at approximately 6.5 cm from the catheter tip. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Results = catheter rupture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).